Event description:
It is reported that the cable was frayed while passing through the cable button and tension was applied. A new one was opened and implanted without a cable button.

Manufacturer narrative:
This report will be amended when our investigation is complete.